Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, during a tf pulmonic case, a 26mm gore sheath was used with a 29mm s3 valve. A 29mm s3 valve was deployed in the pulmonic position. The valve was positioned in the appropriate landing zone (pulmonic annulus) and deployed there. It appeared to be implanted successfully. When the delivery system was retracted, the valve migrated down towards the rvot. The implanting team attempted to post dilate the 29mm s3 with the commander delivery system and deploy the valve at the rvot. 5ml were added to the commander delivery system balloon. The implanting team post dilated the 29mm s3. The 29mm s3 was not securely deployed at the rvot. The implanting team decided to post dilate again. An additional 4ml volume was added to the commander delivery system. The implanting team then attempted to post dilate again. The balloon ruptured during this attempt. The implanting team attempted to retract the ruptured balloon into the 26mm gore sheath with no success. The delivery system was through the thv with the ruptured balloon located at the outflow side. The delivery system with ruptured balloon could not be tracked through the 29mm thv into the gore sheath. There was fluid left in the ruptured balloon and a non-edwards balloon was used to remove some of the fluid left in the ruptured balloon. The balloon was inflated next to the ruptured delivery system balloon. When the balloon was inflated it helped to drain some of the fluid left in the delivery system balloon and reduce the profile of the ruptured balloon. The implanting team consulted the surgery team to remove the 29 s3 valve and the commander delivery system. The patient was transferred to the or for removal of the valve, delivery system, and sheath. A surgical pulmonary valve was implanted. They are not sure what resulted in the valve migration, the valve may have been too small for the annulus or it is possible the delivery system balloon made contact with the patient's anatomy during deployment.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2022-06003. Investigation is ongoing.

Event description:
Additional information was received from the hospital in medical records. The patient received the 29mm sapien 3 valve in the pulmonic position via right femoral vein approach. However, ''the valve appeared to migrate proximally slightly with inflation. A second inflation was performed with 38 ml to facilitate apposition of the valve to the wall. The valve appeared more proximal in the rvot than desired, but in stable position. On attempt to withdraw the delivery system, it became clear that the valve was not stable and was mobile in the rvot. Many attempts were made to re-inflate the commander balloon and use it to drive the valve forward into the main pulmonary artery but were unsuccessful.'' Next, ''an attempt was then made to place a stent in the rvot to secure the valve in place and act as a landing zone to the valve.'' The left femoral venotomy was used to insert a new wire and catheter. ''The sheath and dilator would not advance past the valve. It was then discovered that the wire was not within the lumen of the valve.'' When removing the sheath and wire, the valve was pushed further distal into the rvot. An attempt was made to inflate the balloon to secure the valve in the rvot. During inflation, the balloon ruptured at the end of inflation. Several attempts were made to recapture the balloon into the dryseal sheath were unsuccessful. ''Further attempts were halted to prevent embolization of sheared balloon particles.'' The patient was taken to the operating room for removal of the s3 valve and surgical valve replacement was performed.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. As there was no allegation of a device malfunction that could be related to a manufacturing non-conformance, a device history review (DHR) and/or lot history review were not performed. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and procedural training manual were reviewed. Device acute migration or malposition requiring intervention are listed as potential risks for the procedure. Correct sizing of the valve into the non-compliant rvot conduit or failing bioprosthesis (landing zone) is essential to minimize risks. Too small of a valve may result in paravalvular leak, migration, or valve embolization; whereas too large of a valve may result in residual gradient (patient-prosthesis mismatch) or rvot rupture. During valve deployment, place the thv completely within the landing zone. Avoid position the distal (outflow) half of the thv within any residual stenosis which may affect proper leaflet function. Use different fluoroscopic views, if uncertain about positioning. Placement of the thv in the proximity of stenosis can result in the thv movement during deployment. Prior to deployment check to ensure the thv is exactly between the valve alignment markers, the flex tip is on the triple marker, and balloon is locked. Begin initial deployment with a slow, controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon and withdraw the balloon. Always maintain control of the plunger of inflation device when releasing it. Assess the valve post-deployment using fluoroscopy. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances were identified, a product risk assessment (pra) escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. The valve migration was confirmed based on medical record provided. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, ''during a tf pulmonic case, a 26mm gore sheath was used with a 29mm s3 valve. A 29mm s3 valve was deployed in the pulmonic position. The valve was positioned in the appropriate landing zone (pulmonic annulus) and deployed there. It appeared to be implanted successfully. When the delivery system was retracted, the valve migrated down towards the rvot'' and ''they are not sure what resulted in the valve migrating to the rvot, the valve may have been too small for the annulus or it is possible the delivery system balloon made contact with the patient's anatomy during deployment''. Per the IFU, valve migration is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. In this case, it is possible that valve size selected was too small as additional post-inflation volume was not able to secure to the target location leading to migration. Additionally, it is also possible the delivery system was excessively manipulated and interacted with the valve during the delivery system retrieval dislodging the valve leading to thv migration. As such, available information suggests that procedural factors (incorrect valve size, excessive manipulation) may have contributed to the complaint event.